Event description:
It was reported that during set up for a cori demonstration, sparks were seen coming from the transformer underneath and to the rear of the real intelligence robotics cart base 220. Then, the real intelligence cori then failed to turn on. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Results of investigation: the product, real intelligence robotics cart base 220, rob100022, s/n (B)(6), intended for use in treatment was not returned for evaluation, however a phone interview with the UK technical support team was conducted. A relationship between the reported event and the device was established. The reported problem was visually and functionally confirmed. Sparks were seen below the base when the cori power cord was plugged into wall power. The cori power cord was replaced and the system powers up with no issues. The most likely cause of the event is product mishandling. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found one similar event. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Refer to the cori instructions for use for proper handling. Care and caution should be exercised when storing the power cord and moving the cori product between locations. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.